Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.50 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Hybrid current was found to be within specification. The cause of failed longevity calculation was undetermined. No further testing was performed.

Event description:
Boston scientific received information that this device was electively explanted. To date, no adverse patient effects were reported wtih this clinical observation. The device was returned for reliability analysis.